Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely pain which was caused by an infection on the implant side. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Also a contribution of the reported silicone bulge on top of the implant magnet to the infection can be excluded after investigation. Damages found during device investigation are most likely related to the explantation surgery. The recipient is on the borderline for audiological criteria for vibrant soundbridge and currently no plans for re-implantation exist. This is a final report.

Event description:
The recipient has been implanted for 15 years. In (B)(6) 2020 the user complained about having some pain at the implant site. The user is no longer experiencing pain since the device was removed and the infection was treated.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient has been implanted for 15 years. In (B)(6) 2020 the user complained about having some pain at the implant site.